Manufacturer narrative:
Conclusion: imaging was provided to medtronic for this event and sent for image review. Per image review, there was an image of the 3 mensio left ventricular outflow tract (lvot) dimensions, dot alignment at the nadir of the coronary cusps, hockey puck view of valvular calcification, and coronary height measurements. There was also a picture of the evolut valve product label for a 26 millimeter (mm) r valve unfortunately, the review of these items were unable to conclude a conclusion. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available. Pvl is a known potential adverse event listed in the device instructions for use (IFU). A trace /mild pvl has minimal impact on the patient and is generally deemed an acceptable residual condition. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. Dislodge events are typically not related to a device malfunction. In this case, the physician tried to resolve the pvl by performing a post implant balloon aortic valvuloplasty (bav), which may have led to the dislodge. The issue was resolved by off-label snaring of the valve to the ascending aorta, and successful implant of a different model valve. No other adverse effects were reported. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the post bav was performed as a result of minimal paravalvular leak (pvl). It was reported that the second valve was recaptured three times due to the lack of calcium on the native valve. No additional adverse patient effects were reported. Updated b5 - description of the event. Updated h6 - patient and device codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 26 millimeter (mm) transcatheter bioprosthetic valve, the valve was implanted in a good position in the annulus and fully released. A post balloon aortic valvuloplasty (bav) was performed with a 22 mm balloon. During the post bav, the valve dislodged. The valve was snared up to the ascending aorta. A second valve was implanted. No additional adverse patient effects were reported.